Event description:
"Dealer states that the front right cylinder looks to have failed and the front walking beams of the chair are both worn out. End user is very hard on the chair and hauls it on a motorcycle at times. End user says that the front right side folded under and threw him out of the chair twice. The second time he broke his foot. Dealer is going over to parts to get a quote to replace all of the front suspension of the chair."

Manufacturer narrative:
No RMA has been initiated for this event. Model tdxsp , serial number/date code (B)(4) is approximately 4 years of age. The owner's manual part number 1143190 (rev f apr-08) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The dealer alleges that the front right cylinder looks to have failed and the front walking beams of the chair are both worn out. End user is very hard on the chair and hauls it on a motorcycle at times. End user says that the front right side folded under and threw him out of the chair twice.